Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event may have occurred due to the fact that the device was damaged during the user's handling, and moisture entered the inside of the damaged area, and the moisture damaged the internal kiban of the scope connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: (B)(6).

Event description:
It was reported the colonovideoscope had an e315 incompatible scope error while being used with a video system center. The issue occurred during reprocessing. There were no reports of patient harm.